Event description:
It was reported that the left ventricular (lv) lead exhibited high capture thresholds. No intervention was performed, and the patient will be further monitored. The patient was in stable condition.